Event description:
Allegedly pt. Now has elevated metal ions. Originally part of ide / ceramic on metal articulation system clinical study but not any longer. Additional information received on april 19, 2022: patient developed adverse symptoms including, but not limited to, progressively worsening pain in and around his right hip joint, as well as neurologic symptoms including peripheral neuropathy, tinnitus, some balance/coordination issues, a heal fracture as a direct result of those balance/coordination issues, and b12 deficiency. Laboratory test results reported on (B)(6) 2020, revealed elevated serum chromium and blood cobalt levels in patient. On (B)(6) 2021, patient had a revision surgery performed on his right hip by (B)(6), m.d., at (B)(6) clinic (B)(6) hospital, (B)(6). Early in his (B)(6) 2021, operative report, dr. (B)(6) noted, "metallosis debris at the external rotators." After removal of the conserve® femoral head from the profemur® plus modular neck, dr. (B)(6) noted "a fair amount of black corrosion discoloration at the taper on both components." In the (B)(6) 2021, revision surgery, dr. (B)(6), removed the wright medical profemur® hip system, including the profemur® plus cocr modular neck and profemur® plasma z stem, as well as the conserve® femoral head, that had been implanted in plaintiff's right hip in 2010, were removed, and replaced with a femoral stem, femoral head, and a dual mobility bearing, all devices from zimmer biomet. In the same revision surgery, the instrument used to extract the stem had a failure and it couldn't be used. Therefore, an extended trochanteric osteotomy was necessary. This problem has been captured and investigated under microport orthopedics incident number: (B)(4).

Event description:
Allegedly pt. Now has elevated metal ions. Originally part of ide / ceramic on metal articulation system clinical study but not any longer. Additional information received on april 19, 2022: patient developed adverse symptoms including, but not limited to, progressively worsening pain in and around his right hip joint, as well as neurologic symptoms including peripheral neuropathy, tinnitus, some balance/coordination issues, a heal fracture as a direct result of those balance/coordination issues, and b 12 deficiency. Laboratory test results reported on may 26, 2020, revealed elevated serum chromium and blood cobalt levels in patient. On (B)(6) 2021, patient had a revision surgery performed on his right hip by (B)(6). Early in his (B)(6) 2021, operative report, dr. (B)(6) noted, "metallosis debris at the external rotators." After removal of the conserve® femoral head from the profemur® plus modular neck, dr. Jones noted "a fair amount of black corrosion discoloration at the taper on both components." In the (B)(6) 2021, revision surgery, dr. (B)(6), removed the wright medical profemur® hip system, including the profemur® plus cocr modular neck and profemur® plasma z stem, as well as the conserve® femoral head, that had been implanted in plaintiff's right hip in 2010, were removed, and replaced with a femoral stem, femoral head, and a dual mobility bearing, all devices from zimmer biomet. In the same revision surgery, the instrument used to extract the stem had a failure and it couldn?t be used. Therefore, an extended trochanteric osteotomy was necessary. This problem has been captured and investigated under microport orthopedics incident number: (B)(4).